Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the unit was not starting-up and suspected that the main board to be defective and required for further testing. The fse then stated that at the moment, the part was on hold due to pending payment which the customer had yet released. The fse later stated that the customer informed that they repaired the unit themselves and the it was now in working condition. However, no repair information was provided. This complaint will be closed, if further information is received in regards to the repair of the unit, the complaint will be opened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: fse confirmed that unit was not getting on. During checking of the unit, the fs stated that the main board needs to be replacement and it requires to order the part. Further action will be taken after replacement of the main board. Repair not completed. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) is not starting-up. There was no patient involvement, and no adverse event reported.